Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic hiatal hernia procedure, the device was difficult to load and unload. The needle did not seem to seat in the device properly, and the needle disengaged from the device into the patient cavity. No x-ray was performed. To complete the procedure, another device was used. No patient injury or extension in surgical time. Patient status is alive, no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information the disengaged component was retrieved with graspers.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Device had a broken needle loaded in device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the improper loaded needle may occur if either the endo stitch dlu or the endo stitch suturing device is held with the printed information facing down when the needle is loaded in the device. In this situation, marks will occur on the opposite side the loading slots of the needle. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product (obstruction) which would have caused or contributed to the reported incident. However, the investigation detected a secondary misuse of product (improperly loaded needle) that has a relationship to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.